Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device sterility was compromised. A 7/110/2.5/7-4 quad std blazer¿ ii was selected for use. During unpacking, it was noted that the inner packing of the catheter was not completely sealed, there was an opening of 2 centimeters so the catheter was unsterile. No patient involvement was reported.

Manufacturer narrative:
Device evaluated by manufacturer: only a blazer ii device was returned for analysis. Original box, pouch and packaging elements were not returned. The blazer ii device does not have visual defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that the device sterility was compromised. A 7/110/2.5/7-4 quad std blazer ii was selected for use. During unpacking, it was noted that the inner packing of the catheter was not completely sealed, there was an opening of 2 centimeters so the catheter was unsterile. No patient involvement was reported.